Event description:
It was reported that after the patient received appropriate therapy for a vf event, device interrogation revealed an error message that reboot was required and that there was no vf episode. The programmer was rebooted but the same result occurred. A software download was performed and normal device function was restored. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.e3 company representative